Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on 06 september, 2022.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on november 3, 2022.

Manufacturer narrative:
Correction: device details under section d (suspect medical device), was previously reported incorrectly. This has now been updated accordingly. Per the clinic the device was explanted on (B)(6) 2022. The patient was reimplanted with another cochlear device during the same surgery. This report is submitted on october 12, 2022.